Event description:
An attorney alleges that in 2005, the patient had a sprint fidelis lead implanted, that was alleged to be defective "causing the death of" the patient. The manufacturer's database shows that on this date, the patient was implanted with a defibrillator. The lead was implanted in 2003 and was a sprint, and not a sprint fidelis. There is no allegation from a healthcare professional that the death was device related. The cause of death has been requested, and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested, but has not been received.

Event description:
Attorney alleges that on (B)(6) 2005, the patient had a sprint fidelis lead implanted, that was alleged to be defective "causing the death of" the patient. Further alleges "as a direct and proximate result of (manufacturers)wrongful conduct, (patients) have died and/or (patients) have sustained and will continue to sustain severe physical injuries and/or increased risk of death, severe emotional distress, mental anguish, economic losses and other damages." The manufacturer's database shows that on this date, the patient was implanted with a defibrillator. The lead was implanted on (B)(6) 2003 and was a sprint and not a sprint fidelis. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Patients son later reported that the patient had received multiple shocks and "they were caused by the device."